Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of receiving a bad battery alarm and failed battery alarm and display screen went blank. Customer's blood glucose was unknown. After troubleshooting, display screen did not come back. Customer was advised that battery cap would be replaced.